Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a patient event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the root cause of the reported issue is traced to the user interface pcba, which caused the keypad buttons to be non-functional. The customer declined the repair, so the device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a patient event. There was no report of patient harm associated with the reported event.